Event description:
It was reported the rigid video scope had interference lines. The issue was found during an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) was broken, and outer tube has a dent. A definitive root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause not established olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had interference lines. The issue was found during an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.